Manufacturer narrative:
Siderail compression springs.

Event description:
It was reported by service report that the pt right siderail will not lock or unlock. No pt involvement or adverse consequences are reported.